Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 437 mg/dl. During troubleshooting, the customer reported that there were low battery and replace battery alerts in the history. The customer was advised that this was normal insulin pump behavior. The insulin pump was not replaced or returned for analysis.